Event description:
Unable to push the medication through the patients IV line/ the ¿b¿ tip and IV labetalol syringe are not compatible with each other [device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of event device issue and no adverse event (gender, age and race were not reported) from the united states. On (B)(6) 2026, amneal pharmaceuticals received information from the other via an email concerning a safety concern in amneal's labetalol hydrochloride injection. Product details included labetalol hydrochloride (strength, dose, frequency and therapy dates not reported) for an unknown indication. It was reported that on an unknown date the medication had issue that she discovered yesterday and that she has continued to experience today. With the new products we have gotten as a result of the ongoing drug shortage. She was unable to push the medication through the patient¿s IV line. She explained the red circled part a on the drug syringe was where the leur lock device for the patient¿s IV should attached, blue and purple parts b and c. Once its attached, the syringe plunger was not pushing the drug up and into the IV, she applied a lot of force, and it did not work. She asked if we could remove parts b and c from the IV line to push the drug and they said you cannot do this because it causes the blood to back flow out of the IV, removing it was not an option. Typical IV lines come attached with the blue circled bend which was the end that was causing a problem. In the med room, she found a replacement tip which is the purple circled c tip (the coloured tip). This tip allows the medicine to be pushed through the IV line. However, replacing the tip of the IV line was not their typical process and was not required when pushing other medications through a syringe. When I transferred the labetalol drug into a bd syringe using a transfer device and tried pushing it through the b tip, it worked. So, she has deduced that the b tip and IV labetalol syringe are not compatible with each other. Last action taken with labetalol hydrochloride injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of event device issue and no adverse event were unknown. The reporter did not provide causality of device issue and no adverse event with respect to labetalol hydrochloride injection. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#1) information received on (B)(6) 2026. New information received includes qa investigation report, attached with this case. A complaint was received from account executive, amneal pharmaceuticals on behalf of baycare heath for the product labetalol hydrochloride injection, usp 20 mg/4 ml (5 mg/ml); lot no.: unknown, regarding, unable to push the medication through the patients IV line. The complainant has not provided product information such as lot no., expiration date, ndc no, complaint sample. Hence, product lot no. Identity is unknown. The complainant had provided a photograph of one pfs of labetalol hydrochloride injection, usp 20 mg/4 ml (5 mg/ml) and two tubing with connector. The ovs cap of luerlock was removed from pfs. The complaint highlighted pfs and two connectors in photographs and explained the compatibility issue in complaint communication. The reporter requested to close the case as it was not an issue with the medication. Reporter said, it was a compatibility issue with the IV tubing that the hospital is using. Hence, no further investigation was carried out at site and reported complaint stands withdrawn and non-substantiated from amneal end. Last action taken with labetalol hydrochloride injection in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of event device issue and no adverse event were unknown. The reporter did not provide causality of device issue and no adverse event with respect to labetalol hydrochloride injection. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Manufacturer narrative:
This is default text configured for block h10.